Manufacturer narrative:
A ge rep evaluated the system and freed the emergency stop switch by cycling it several times. The system operates as intended.

Event description:
The customer reported the emergency button is resetting when it is depressed. Touching the switch without depressing it would cause the fast stop error message to be displayed. No pt injury was reported.